Manufacturer narrative:
A partial lead with the connector pin measuring 15.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the patient was presented for a lead revision procedure. The right ventricular lead exhibited noise and out of range pacing impedance. The fluoroscopy did not conclude externalized conductors. The lead was capped and replaced successfully on (B)(6) 2017. No patient symptoms were noted and was stable post procedure.